Manufacturer narrative:
Additional information: surgeon reported that patient did not have more than 1 line of loss of bcva. Surgeon also reported that it she noted that this event was about the time they started using topical lotemax gel. They've since switched back to pred forte about 2-3 months ago. All pertinent information available to abbott medical optics has been submitted.

Event description:
The surgery center reported that a laser vision correction patient presented with epithelial irregularities on both (ou) eyes at one week post-operative exam. The spectacle-corrected visual acuity scva of right eye (od) is 20/70 and on left eye (os) is 20/100. Patient has anterior basement membrane dystrophy (abmd) causing the epithelial irregularity and decreased best corrected visual acuity (bcva). At this time, the patient¿s symptoms have not resolved and the event is lasting and disabling, significantly with daily activities. The patient will need epithelial debridement on ou.

Manufacturer narrative:
(B)(4). The clinic is reporting this adverse event only and did not request or require field service or clinical support. All pertinent information available to abbott medical optics has been submitted. Placeholder.